Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Troubleshooting was performed, and halfway through the customer declined to continue troubleshooting. There was no impact to customer's blood glucose level.